Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell dyn sapphire analyzer generated a decreased hemoglobin (hgb) compared to a blood gas analyzer. The results provided were: sapphire = 7.1 / blood gas analyzer 10. There was no reported impact to patient management. There was no additional patient information provided .

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, accuracy testing, and a review of labeling. The customer stated that the cell-dyn sapphire analyzer, serial number (B)(4), generated decreased hemoglobin results compared to a blood gas analyzer. A review of customer complaints received for this issue did not identify any trends or increased complaint activity. A review of the submitted data and information showed dilution dependent parameters, like rbc (1.9 10e6/ul) and mcv (115 fl) are exactly the same which shows, the instrument is performing well. There is a difference in technology between a blood gas counter and the cell-dyn sapphire analyzer. In this case, the difference between the cell-dyn sapphire hgb result and the hgb of the blood gas analyzer has no major impact on medical intervention since both results were below the hgb normal range. A review of the cell-dyn sapphire operator's manual was performed and found to adequately address the issue. Based on available data and information, the cell-dyn sapphire, list number 08h00-01, serial number (B)(4), is performing acceptably with no product deficiency identified.